Event description:
It was reported that during a da vinci nephrectomy procedure, the tip of the small clip applier instrument broke at the jaw when trying to load clip. No fragments fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one grip tip that had a small piece broken off and missing 0.1215 x 0.05. Evidence not conclusive, however, the broken grip-tip damage was likely due to mishandling. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the broken tip could likely cause or contribute to an adverse event, if the malfunction were to recur.